Event description:
A customer reported blood glucose results of 219 mg/dl with a lifescan meter and 155 mg/dl on a laboratory device, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% thereby indicating a potential malfunction of the meter in terms of accuracy.